Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms that devices were sterilized in accordance with (B)(4) . There are warnings in the package insert that state that this type of event can occur: possible adverse effect #2 - early or late postoperative and allergic reaction. Possible adverse effect #8 - dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions. This report filed (B)(6) 2010.

Event description:
Information received suggests patient underwent revision hip arthroplasty due to dislocation and infection. Review of invoice history and operative reports revealed that patient has a record of revision procedures and confirms a history of infection. Subsequently, patient was revised again on (B)(6) 2010. No further details have been provided to date.

Manufacturer narrative:
(B)(4).

Event description:
Information received suggests patient underwent revision hip arthroplasty due to dislocation and infection. Review of invoice history and operative reports revealed that patient has a record of revision procedures and confirms a history of infection. Subsequently, patient was revised again on (B)(6) 2010. No further details have been provided to date.